Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was having procedural pain around the midline incision site. It was noted that incision looks red and concerning so patient was sent to wound care for antibiotics.